Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. The notch behind the collar broke off completely and was not holding it on to the base array arm.

Manufacturer narrative:
Reported event: made all of our straight blade cuts and after we changed blades we realized that the angleblade did not line up with bone. We checked everything and realize the base array was loose. The notch behind the collar broke off completely and was not holding it on to the base array arm. Device history review: a review of the device history shows that (B)(4) parts were received, inspected, and accepted on september 20, 2016 with no failures. Device evaluation and results: visual inspection: visual inspections shows that the pin on the base tracker array closest to the drape ring groove has snapped off and is missing. The failure is consistent with excessive torque being applied to the base tracker before being properly seated in the grooves of the base array connector. Dimensional inspection: not performed as the visual inspection was sufficient to confirm the failure mode. Functional inspection: with the pin broken on the base tracker array, it will not lock into the base array connector. Visual inspection: visual inspections shows that the pin on the base tracker array closest to the drape ring groove has snapped off and is missing. The failure is consistent with excessive torque being applied to the base tracker before being properly seated in the grooves of the base array connector. Dimensional inspection: not performed as the visual inspection was sufficient to confirm the failure mode. Functional inspection: with the pin broken on the base tracker array, it will not lock into the base array connector. Complaint history review: based on the device identification the 9610773-2017-00042-1 complaint database was reviewed for similar complaints on p/n 112227. No other complaint was found for the given lot number but 6 complaints were found for the part number: (B)(4). Conclusions: the report of a base tracker array with a broken pin was confirmed. Corrective action/preventive action: no further action is required.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. The notch behind the collar broke off completely and was not holding it on to the base array arm.